Event description:
It was reported that the patient expired in hospice care. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. Device follow-ups in clinic were normal up to 36 months, no events were noted. Patient was last seen in clinic (B)(6) 2014. No further information is available at this time.